Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, prime and excessive no delivery tests. Unable to verify 2 unit fixed prime delivery due to a corrupted history file. Programmed fixed primes, boluses and basals delivered and recorded properly during testing. No fixed prime, bolus or basal anomalies noted.

Event description:
It was stated that the customer went to her endocrinologist because he had been experiencing high blood glucose levels. The unit was uploaded, and the results showed that the customer was not getting his basal rates even though they were programmed correctly. The customer was treated with a manual injection for his blood glucose of 375 mg/dl. The customer was feeling tired, lethargic and light headed. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.